Event description:
On (B)(6) 2011, during a laparoscopic hysterectomy surgery, the surgeon was using a ligasure device. The during surgery the clear silicone sleeve directly below the tip of the device became dislodged and fell into the open abdomen. Attempts to find this device piece were not successful. Location of this device piece is unknown. The conscious decision was made to continue with the surgery and possibly leave the device piece in the patient's abdomen, if indeed it was in the abdomen. No additional intervention was taken. The patient's hospital stay was not altered due to this event. At this time, there is no known impact on patient outcome.